Event description:
The customer's mother reported that the customer was hospitalized for high blood glucose levels. The customer was lethargic and nauseous. During the hospitalization, the customer was on an insulin drip. After the customer was released and put back on the insulin pump, her blood glucose levels went back up above 600 mg/dl, which the customer treated with manual injections. Troubleshooting was performed, and the insulin pump was programmed correctly, but the basal rate totals did not match the daily total amounts. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.